Event description:
It was reported that vasospasm occurred. A .014 guidewire was selected for used together with the filterwire and a carotid wallstent for a stenting procedure. The carotid wallstent was inserted onto the filterwire and the guidewire. The guidewire reach the junction of the carotid artery stent but after several attempts the guidewire could not advance. Angiography was performed and the patient experienced vasospasm. The stent was then removed due to the guidewire advancement restriction. Subsequently, the filterwire was removed then the angiography was performed again. The .014 guidewire was put in place, and the 7x40 stent was opened, however; the .014 guidewire still could not cross the stent. Another device was used to complete the procedure. No further patient complications were reported. It was further reported that the guidewire used was not a bsc device.

Manufacturer narrative:
Describe event or problem, patient code and device code updated.

Event description:
It was reported that vasospasm occurred. A .014 guidewire was selected for used together with the filterwire and a carotid wallstent for a stenting procedure. The carotid wallstent was inserted onto the filterwire and the guidewire. The guidewire reach the junction of the carotid artery stent but after several attempts the guidewire could not advance. Angiography was performed and the patient experienced vasospasm. The stent was then removed due to the guidewire advancement restriction. Subsequently, the filterwire was removed then the angiography was performed again. The .014 guidewire was put in place, and the 7x40 stent was opened, however; the .014 guidewire still could not cross the stent. Another device was used to complete the procedure. No further patient complications were reported.